Event description:
During a customer site visit by a carefusion clinician to assist in troubleshooting a general report of fluctuations in patient blood pressure during syringe changes, it was reported that an event had occurred after the syringe was changed while epinephrine in a 60ml syringe was infusing at 0.18ml/h. No specific details were reported in this case and no patient harm was reported.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.